Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: lot number was obtained when subject device was received. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reamer for hip screws was broken. The incident occurred in the process of screw insertion at the proximal side. There was 100 minutes surgical delay reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On follow up number 2 should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device. Part was received in good condition with no noticeable damage except the worn down and broken tip section. The tip is broken off and by the first millimeters of the cutting section the outside diameter is worn down; the cutting edges are blunt and bent. The overall condition does show some use marks. The reamer was manufactured in february 2012. No indication for material or design related issue was found. The device is worn from normal use and servicing. It is recommended that worn articles be replaced in order avoiding problems and interruptions during surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.